Manufacturer narrative:
Concomitant medical products: product ID: bi20000457, serial/lot #: unknown. Product ID: bi30000080, serial/lot #: unknown. (B)(4). A medtronic representative went to the site to test the equipment. Testing revealed that there was piece of drape was caught inside the system damaging one of the gantry sensors. Replaced sensor and verified system functions as intended. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system that was being used outside a procedure. It was reported that the site's imaging door would not open. No patient was involved.